Event description:
It was reported that the cardioplegia pump displayed a 'stopped: motor error' message. The pump was restarted but the issue was not resolved. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded. This complaint is related to (B)(4) / MFR#1828100-2023-00292.

Manufacturer narrative:
Updated blocks: h6 the service repair technician (srt) observed that the snap ring was not seated properly preventing the roller pump occlusion adjustment. The snap ring was replaced, and all the internals of the pump were checked for irregularities by running the pump overnight (over 12 hours) with no irregularities observed. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 25aug2023, the team at the user facility experienced a problem with the heart lung machine (hlm) during priming whereby the four-inch roller pump designated as the cardioplegia follower stopped and gave a 'motor error' message. The manufacturer's clinical specialist spoke with the perfusionist and he indicated that he consulted the owner's manual and cycled the power on the roller pump and got the same message. He did not have an option to change out the roller pump as they only had two hlms and the second hlm was designated for a different case. So as a result of this failure, the case was cancelled. He indicated that they had three cases scheduled and the only way to proceed was to do two cases back to back and cancel the third.

Event description:
Additional information was received that the issue occurred during cardiopulmonary bypass and that the surgical procedure was completed successfully.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. There were no observations of any issues when the cabling or the connectors when the pump was partially disassembled. The pump was run through multiple scenarios and eventually during a re-start a pump jam was observed. On several subsequent restart attempts, the motor appeared to struggle to start, even with the occlusion backed off all the way. The rollers would turn in a jerky motion and a pump jam would eventually occur. An additional log review found 'overcurrent' events which are associated with pump jams. Although a motor error message was not reproduced during the evaluation, evidence of the event was indicated in the event log and by a photograph from the user of the event. It was determined that the roller pump did not meet specification.